Manufacturer narrative:
Aspen surgical received a report from the end user indicating that the product is flimsy and breaks easily. The incident occurred at the end user. No adverse event to the patient was reported. A review of the device history record was completed. No non-conformance's were noted during the device history record review. The most probable root cause could have been during the stamping or grinding process. Packaging process has established controls to mitigate broken or cracked blade condition, including a "medio" blade sensor that inspects 100% of packed pouches liner level prior to aluminum foil packaging. Also, excessive force applied by end user during surgery process could also cause blade condition. The following controls are in-place to mitigate "broken blade" condition at aspen surgical las piedras site: heat treatment in-process at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Heat treatment quality inspections at the beginning and end of each lot are inspected for dimension integrity using a pin gauge, flatness gauge and perforation length gauge, ductility test, and hardness test. Based on this information, no additional actions required.

Event description:
Aspen surgical received a report from the end user indicating that the product is flimsy and breaks easily. No adverse event was reported. The issue was filed in our complaint handling system under number (B)(4).